Event description:
Procedure type: unk. Pt gender: unk. According to the rptr: rubber valve is cutting off and falling about 1mm in size. The instrument was not used on the procedure. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.